Event description:
In 2006, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted to repair an infrarenal abdominal aortic aneurysm. The physician was unable to cannulate the contralateral gate of the trunk-ipsilateral leg component. Therefore, an unplanned aortouniiliac procedure was performed and a femorofemoral bypass graft was implanted. The pt tolerated the procedure.

Manufacturer narrative:
H3: the devices remain functioning in the pt. H6: a review of the mfg paperwork is being conducted. Pleaste note: a second gore excluder aaa endoprostheiss trunk-ipsilateral leg component (pxt231212/lot#04660806), two gore excluder aaa endoprosthesis contralateral leg components (pxc121000/lot#04667920 and pxc161400/lot#04461554, and an gore excluder aaa endoprosthesis iliac extender component (pxl161207/lot#04345784) were implanted.